Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead developed an infection and an explant procedure was scheduled. During device check prior to the explant procedure, a code 1003 was observed, indicative of battery voltage too low for the projected remaining capacity. Additionally, it was noted that 176 shocks were delivered over a two day period prior to the interrogation. The system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, no further information is available. Should additional information become available, this report will be updated.